Manufacturer narrative:
The reported events of fracture and insulation damage were confirmed. As received, a complete lead was returned in two pieces. Visual inspection of the lead found insulation and outer coil fractures consistent with clavicle crush. External outer insulation abrasion that breached the outer insulation consistent with friction to another device or features of the heart was found at two locations. The cause of the insulation damage was due to external outer insulation abrasion and conductor fractures were caused by clavicular crush damage.

Event description:
Related manufacturer report numbers: 2017865-2023-24513, 2017865-2023-24516. It was reported during in clinic follow up that the pacemaker exhibited premature battery depletion. The right ventricular lead was found to be fractured and high capture threshold. During revision, it was noted that the atrial lead exhibited fracture and insulation damage. The pacemaker and both leads were explanted and replaced. The patient was stable and asymptomatic.